Event description:
The patient reported that the down arrow button was requiring multiple presses to respond; the patient reported that the button felt flat and she had to move the button around to get a response. The patient confirmed that the keypad was intact. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the down arrow button was found to be intermittently responding to presses and required increased force to engage. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.